Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500-550 mg/dl and ketones were present. A correction bolus was delivered. The customer went to the emergency room (ER) and was tested for pneumonia/white blood cell count. The cause of the elevated bg was thought to be related to an illness. Tandem technical support assisted the customer with performing a pump system check and no device issues were identified. After a few hours in the ER, the customer left in stable condition, but still feeling sick. Bg was 400 mg/dl. The customer delivered a bolus and an occlusion alarm occurred. The customer tested the cartridge and the occlusion alarm reoccurred. Bg was 400 mg/dl. Another cartridge was loaded. Insulin delivery was resumed. Bg elevated into the 700 mg/dl range and the customer was admitted to the hospital. Customer was treated with insulin injections and drip with a sliding scale. The customer was discharged on (B)(6) 2018. The customer attributed the hospitalization to the occlusion and illness.